Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the paddle gets hot when she is charging, taking a long time to charge. Caller reports this started about a week ago. Caller reports she have not been able to charge her implantable neurostimulator (ins) and is having a little pain. Caller reports she attempted to connect to her implant, and was not able to see the charge level. Reviewed ins needs to be charge. A replacement recharger was sent out.